Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was submitted for evaluation due to distal end separation of the driveline. Iper the site, the damage was all cosmetic on silicone only, there are no exposed wires. There were no unusual events recorded in the event log file history. The previous repair was completed on 21may2019 (MFR 2916596-2019-02434). The repaired section was very close to the body so another driveline revision will not be possible. The distal end separation could be repaired with a clam shell repair. A clam shell was requested for the patient.